Event description:
It was reported that the patients stimulation was turning off by itself. A reprogramming was done. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was kept by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred for the past year from the date the manufacturer became aware of the event.